Event description:
It was reported that during the 7.1 upgrade on the site's hp handheld, the screen kept freezing and the upgrade process was really slow. A replacement was sent to the site. The handheld and flashcard were returned to manfuacturer. Product analysis is pending.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.